Manufacturer narrative:
The physician stated that the patient outcome was related to extensive, multiple co-morbidities. A device history record (DHR) review for the device(s) involved with the reported event found there were no related non-conformances. A review of the event performed by an intuitive medical safety officer (mso) concluded that a patient with extensive medical comorbidities not otherwise specified underwent an ion lung biopsy. During the procedure the patient suffered multiple episodes of cardiac arrest with eventual rosc then transferred to the ICU where the patient arrested again and ultimately died. There was no allegation of a malfunction of the ion system, instrument or accessories. The available data suggests the adverse event was related to the procedure in a patient with significant underlying co-morbidities. Bronchoscopy and biopsy is a minimally invasive procedure with a low complication rate and rarely associated with fatal complications. In a multicenter prospective study of 20,986 bronchoscopies the total number of any complications was reported to be 227 (1.08%) with 4 total deaths (0.02%). A multicenter study reported 13 (2.2%) complications with no deaths associated with 581 cases. A prospective multicenter international study of 1,215 reported 1 associated death (0.08%). Another survey-based study of 103,978 bronchoscopies described 71 cases (0.068%) of associated cardiovascular events. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no deaths. ---facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009;71(1). ---ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016;193(1):68-77. ---folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. ---kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. ---brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. For section b2: date of death is estimated as same day as procedure(B)(6) 2025 or following day (B)(6) 2025. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced a cardiac arrest and the procedure was aborted. Advanced cardiac life support (acls) was administered, resulting in the return of spontaneous circulation (rosc). However, the patient coded five more times in the procedure room. Each time, acls was performed until the patient was stable enough for transfer to the intensive care unit. The patient coded again in the ICU and at an unspecified time later passed away. The intuitive endoluminal territory associate (eta) was present during the ion procedure. The physician informed the eta that the cardiac arrest and the patient outcome were not related to the ion system and would likely have occurred with another modality. The physician attributed the event to the patient's extensive multiple comorbid conditions; the patient's medical history was not provided. There was no device malfunction associated with the event.